Manufacturer narrative:
Based on the results of the investigation, a leak was detected; however, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope had debris in the light guide lens and corrosion on the lever. There was no patient involvement.